Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that pressure cable was causing the failure. The fse replaced the pressure cable. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) pressure value does not increase. There were no injuries or deaths reported.